Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history logs shows multiple 259 error entries, indicating that the device detected a fault with the batteries. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. The batteries used at the time of the reported malfunction were not returned to zoll for evaluation. The customer received a replacement device. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message in non-rescue mode. Complainant indicated that there was no patient involvement in the reported malfunction.